Manufacturer narrative:
Updated b4, g3, g6, and h2. B5 was corrected based on administrative review. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, a radial balloon rupture occurred during deployment before all fluid was given. The valve was well-expanded and did not need additional expansion. Mean pressure gradient was 5 on echo with no paravalvular leakage. The balloon was easily pulled into sheath and removed with no injury to the patient; however, there was difficulty withdrawing when the balloon was at the hemostatic valves of the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the balloon burst was confirmed based on the customer provided imagery, while the complaint for withdrawal difficulty/inability of delivery system through the sheath was unable to be confirmed as relevant procedural imagery and event device was not returned. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. As reported, ''radial balloon rupture occurred during deployment''. The customer provided imagery shows that the balloon burst in a radial manner. Available information suggests that patient factors likely contributed to the event as imagery of the patient's anatomy was provided and confirmed the presence of calcification in the landing zone. Additionally, the customer also reported that ''after rewatching the deployment post procedure there were stents in the ostium of both the left and right coronary arteries that were not present on cta.'' In this case, it is likely that the interaction between the balloon and an existing valve may have compromised the balloon wall during inflation. Moreover, the presence of calcification can also create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, protruding pre-existing stents and calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. These two factors may have collectively contributed to the event. As such, available information suggests that patient factors (calcification, pre-existing stents) may have contributed to the complaint event. As reported, ''difficulty withdrawing when the balloon was at the hemostatic valves of the sheath.'' In addition, the customer also stated that he "encouraged the team to pull the commander and sheath out as 1 unit but they wanted to put the dilator back in the sheath to remove it from the cfa so they pulled the commander all the way out.'' The device procedural manual includes clear instruction for device retrieval in case of a balloon burst, and states ''if successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath.'' In this case, the team proceeded to withdraw the delivery system through the remaining length of the sheath against the recommendation of the procedural manual, likely causing the balloon remnants to become caught within the hemostasis valves of the sheath, and consequently causing difficulty withdrawing the delivery system from the sheath. As such, available information suggests that use error (improper device retrieval techniques) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, a radial balloon rupture occurred during deployment before all fluid was given. The valve was well-expanded and did not need additional expansion. Mean pressure gradient was 5 on echo with no paravalvular leakage. The balloon was easily pulled into sheath and removed with no injury to the patient.